Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture observed broken striated on anterior side assessed as surgical damage. Additional observations: crease fold observed on the surface of the shell. Red particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.